Manufacturer narrative:
Visual evaluation of the returned device revealed the stent was received loaded on the guide catheter via the suture. During the investigation, the suture was separated to access the guide catheter. The guide catheter was stretched and broken close to the proximal end. The broken proximal end of the guide catheter was not returned for evaluation. The distal end of the guide catheter was kinked/bent (suture impression). There was no damage to the stent and the push catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary drainage procedure in the bile tract of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary drainage procedure in the bile tract of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.